Event description:
Boston scientific received information that the patient with this device presented to the emergency room after experiencing syncopal episodes and dizziness. While in the hospital, telemetry strips showed pauses of up to three seconds. The device appeared to be oversensing which was causing pacing inhibition. The patient was reported to have been symptomatic with these pauses. Device evaluation showed that all lead measurements were within normal limits. A chest x-ray was performed which revealed what looked like a fracture at the tip of the lead. A lead revision procedure was performed where the lead was partially removed. A new lead was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal portion of the lead was returned severed 15.7 centimeters from the terminal pin. The returned portion of the lead was determined to be electrically continous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.